Event description:
It was reported that the customer experienced a high blood glucose reading of 400 mg/dl. The customer's mother stated that the customer had gone to the beach and took off the insulin pump, which was why she had high blood glucose. She also noted a belt clip anomaly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.